Event description:
It was reported that the physician made a medical judgment to move the left ventricular lead from the left ventricular port to the right ventricular pace/sense port. Afterwards, the lead integrity alert (lia) was triggered, due to non-sustained ventricular tachycardia and short v-v intervals. The physician suspected myopotential oversensing and t-wave oversensing as the culprit behind the lia, due to the wide tip-ring/coil lead design. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the physician made a medical judgment to move the left ventricular lead from the left ventricular port to the right ventricular pace/sense port. Afterwards, the lead integrity alert (lia) was triggered, due to non-sustained ventricular tachycardia and short v-v intervals. The physician suspected myopotential oversensing and t-wave oversensing as the culprit behind the lia, due to the wide tip-ring/coil lead design. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead was placed back into the left ventricular port. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.